Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes the negative pressure in the tubes is low to none and amount of blood drawn does not meet detection requirements. No patient impacted was reported and there is 600 affected. The following information was provided by the initial reporter: when drawing blood, the negative pressure in the tube is low/none, and the amount of blood drawn cannot meet the detection requirements.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill.

Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes the negative pressure in the tubes is low to none and amount of blood drawn does not meet detection requirements. No patient impacted was reported and there is 600 affected. The following information was provided by the initial reporter: when drawing blood, the negative pressure in the tube is low/none, and the amount of blood drawn cannot meet the detection requirements.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.